Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump shut off without warning. Customer's blood glucose was unknown. During troubleshooting, alarm history showed a low battery alert prior to the replace battery now alarm. Customer was advised to monitor insulin pump and to call back should issue persist.